Manufacturer narrative:
(B)(4). Batch # = m9374n. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips continually came out malformed. The case was completed using another device of the same product code. There were no patient consequences reported.